Manufacturer narrative:
An event regarding damage involving a mrh sleeve reported. The event was confirmed by mar review. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019 which indicated the tibial sleeve had damage consistent with the explantation process. Discoloration consistent with synovial fluid absorption was observed. Dimensional inspection: not performed as the device was returned in damage condition. Functional inspection: not performed as the device was returned in damage condition. Material analysis: the tibial sleeve had damage consistent with the explantation process. Discoloration consistent with synovial fluid absorption was observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the product history records could not be performed as lot code are unknown. Complaint history review: a complaint history review could not be performed as lot code are unknown. Conclusions: it was reported that the patient was revised due to wear of the poly component. The event was confirmed by mar review. Investigation concluded that the tibial sleeve showed damage with consistent with the explantation process. Discoloration consistent with synovial fluid absorption was observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Observed on the surfaces examined.

Event description:
It was reported that the patient's left knee was revised due to wear of the poly component. Possible cause or contributor for wear not reported. Patient's activity level is unknown. Patient was revised to poly component of the same catalog number. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to wear of the poly component. Possible cause or contributor for wear not reported. Patient's activity level is unknown. Patient was revised to poly component of the same catalog number. Rep reported that no further information will be released by the hospital or surgeon.